Manufacturer narrative:
The reported event of lead noise and insulation damage from sutures were confirmed. A complete lead was returned for analysis. External insulation abrasion was noted 11.4-11.7 cm from the pin consistent with lead friction to the ICD can. All other damages found were consistent with procedural damage.

Event description:
It was reported that the right ventricular lead was explanted and replaced due to noise. The noise was originally observed in clinic. During the surgery, the physician noted insulation damage due to tightly bonded sutures, and this was suspected to be the source of the noise. The procedure was completed without any complications.